Manufacturer narrative:
(B)(4). The patient was diagnoed with a hernia. The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a left lower groin hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. Seventeen days prior to the receipt of this report, the patient went to the hospital for the event and underwent an outpatient hernia surgical repair procedure. On an unreported date, peritoneal dialysis therapy was discontinued and the patient began hemodialysis therapy. It was reported that the patient would resume peritoneal dialysis soon. The patient was recovering from the hernia. No additional information is available.